Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that there were air bubbles in the tubing but there were no air bubbles in the reservoir. The customer's mother reported that they put cold insulin. The customer's blood glucose was 242 mg/dl at the time of incident. The reservoir will not be returned for analysis.